Event description:
Reported from the hosp as "band is defective, couldn't fill". Follow up findings with the surgeon reported as "patient had no restriction noted within this last year. All previous fills had been performed under fluoroscopy, decided to check on port, took the pt to surgery. Port was fine, visual examination noted a leak coming from the band. The balloon was not inflating. Facility removed the band and observed a hole in the center, no where near any suture areas. Facility replaced the band and the pt is doing well".